Event description:
It was reported during an unk procedure, that there was an abnormal sound at 3rd firing, and firing trigger broke. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Damaged firing mechanism. Eval summary: one atg45 device was returned in good visual condition and loaded with an unfired tr45g cartridge that was noted to be in good visual condition and with the lockout tab in normal condition. The device was tested for functionality with a test device and it achieved a partial fire; therefore, the device was disassembled to verify the condition of the internal components and three firing trigger teeth were damaged. The returned cartridge was tested for functionality with a test device and it fired conforming.